Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had multiple insulin pump alarms. The blood glucose was unknown at the time of the incident. Assisted customer in performing a self test and rf pic failed self-test alarm occured. Customer received rf pic failed self-test alarm which does not inhibit delivery or risk customer safety. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant alarm and unable to communicate to blood glucose meter due to a faulty y1 on the radio frequency board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm.